Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during iesu cautery activation, the c 34 error was reproduced, confirming that the issue occurred in the field. A visual inspection revealed no abnormalities that could be linked to the reported event. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 and c-54 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that an error c-34 was identified during a procedure with the port place installed. Before contacting technical support, the customer powered down the erbe vio and attempted to reset the mono and bipolar cables, but the issue reoccurred. Technical support inquired about the possibility of replacing the vio with a force triad, although it was not available in the operating room. Consequently, the procedure was converted to laparoscopic surgery. There were no patient issues, and the procedure was completed as planned with a delay of less than 15 to 30 minutes. The procedure was converted to laparoscopic surgery with no reported injury.